Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing in the past. Technical services (ts) noted this was due to electromagnetic interference (emi). This ICD remains in service. No adverse patient effects were reported.